Event description:
It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis (pd). Action taken with therapy was not reported. The cause of the event was unknown. The patient was not hospitalized for the event. The patient was treated with injection (inj) vancotroy (2gm stat, ip) and gentamycin (20mg, ip, once daily for 14 days). It was unknown if the patient recovered from the peritonitis.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.